Event description:
It was reported that the patient was a known short-to-shield and presented with damage to outer silicone jacket of the driveline. Rescue tape was applied several times in several different damaged areas. Log files were submitted for review. The log file data indicated that motor function was not affected.

Manufacturer narrative:
Section a3, section a4: information not provided, pending response from account/site/customer. Section d4: serial number not provided pending response from account/site/customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage the heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The report of damage to the outer jacket of the driveline cannot be confirmed as no photographs were submitted for evaluation. The account communicated that the patient had a known short-to-shield and presented with damage to outer silicone jacket of the driveline. No green discoloration noted on the exposed areas of the driveline. According to the account, rescue tape was applied several times in several different damaged areas. The submitted log file contained data from 24nov2023 to 17jan2024, per the timestamps. No notable events or alarms were captured. The pump operated at or above the low-speed limit for the duration of the file and appeared to be functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) device serial number, as well as other specific case/patient information, are not available. The heartmate ii lvas instructions for use (IFU) and patient handbook discuss wear and tear to the driveline, contain information on caring for the driveline, and provide possible indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.